Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the rep was troubleshooting with the patient by repositioning the antenna and adjusting antenna dial, but the patient could not get past 0 boxes. The patient said this was the case for both devices with both of their ins rechargers (insr). It was noted it started on their right side about 1.25 years ago and then later stated 1.5 years ago, and had become worse on both sides over time. It was also noted they had lost a lot of weight. The patient had not met with a healthcare provider (hcp) since the issue began, and it was recommended to be evaluated in office. The rep wanted to confirm that 0 bars would be seen if an ins flipped and was recommending the patient have x-rays done to confirm orientations. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the coupling issue was resolved when the rep. Visited the patient in person. During the meeting with the patient the rep received full reception bars on both sides on their first try and determined it wasn¿t an issue with the manufacturer¿s system. No patient symptoms or further complications were anticipated.